Event description:
Confused pt with history of pulling out IV tubes and foley catheter was in bilateral soft wrist restraints. He was in kci kenair iii powered flotation therapy bed for multiple eschars on both legs. He slid down in the middle of the bed and was found shortly afterward with his chest wedged in between the mattress and the siderail of the bed, with both wrists still in soft restraints and legs down ( zone 4 entrapment). No imprints were found on face or neck; there was an imprint on his chest from rail pressure. No evidence of airway obstruction, was not blue. The pt was not responsive and was found to be asystolic. The pt was dnr and was not resuscitated. Autopsy results were not consistent with chest entrapment contributing to expiration; rather, death was due to cardiac arrhythmia. The adverse report being reported is the entrapment in the bed, as the death was not related to the entrapment.